Event description:
It was reported that during a routine explant procedure, the header of this implantable cardioverter defibrillator (ICD) was noted to have came off the device. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires was not attached to the device. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a routine explant procedure, the header of this implantable cardioverter defibrillator (ICD) was noted to have came off the device. This device is expected to be returned for analysis. No adverse patient effects were reported.